Event description:
It was reported that an interlink IV catheter extension set had a bubble on its tubing, approximately 1 inch from the collar. This occurred during a patient cat scan. The set was connected to a non-baxter IV catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. Visual inspection confirmed a burst in the tubing. If additional relevant information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.